Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has display breakage sustained from drop damage. There was no reported adverse patient impact.